Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the pendant of the imaging system went black. It was reported that the pendant had functionality after manipulating the cabling for it. Once functionality was restored to the pendant, the imaging system could not perform image acquisitions. Rebooting the imaging system restored functionality. There was no reported impact on patient outcome. The day after the procedure, the site confirmed the imaging system was operational but did not test image acquisition functionality.